Manufacturer narrative:
The complained article was sent to our product manager for further investigation. According to the statement, the battery was completely charred. This indicates that the battery was autoclaved in the battery casing. If the condition was a result of a short-circuit, the intercell connectors would have been hot and the battery would have partially charred (for example at the end). The information that has been provided indicates that there were no mechanical malfunctions that would have led to the heating. It is not recommended to sterilize the batteries. Further investigations have shown no deviations according to our specifications (manufacturing and material documents). No product fault could be detected. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: intraoperatively on an unknown date, the battery became charred. This is report 1 of 1 for complaint (B)(4).